Manufacturer narrative:
Additional data: conclusion code: per dfu, anterior endothelium chamber depth is below 3.0mm for vicmo which is off label use. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -13.50 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a larger lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has been returned but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found pieces of lens haptic torn off and missing. There was evidence of clear residue and debris on the lens. (B)(4).